Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Per package insert, pain and poor range of motion one of the known adverse effects of the tka procedure. However, a definitive root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The reported event was confirmed through medical records received.

Manufacturer narrative:
Concomitant medical products: nexgen prolong articular surface, catalog#: 00595204012 lot#: 62328111, nexgen stemmed tibial component, catalog#: 00598004701 lot#: 62423844, nexgen all polyethylene patella, catalog#: 00597206535 lot#: 62401082, nexgen straight stem extension, catalog#: 00598801215 lot#: 62019523. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00089.

Manufacturer narrative:
(B)(4). Concomitant medical product: unknown zimmer tibial tray. Unknown zimmer patella. Unknown zimmer bearing. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06305, 0001822565-2017-06307, 0001822565-2017-06308.

Event description:
It was reported following a knee arthroplasty the patient is experiencing chronic pain and has experienced a fall. Attempts have been made and additional information on the reported event is unavailable at this time.